Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he was at the airport in the morning of (B)(6) 2018 and had unknowingly passed out from diabetic ketoacidosis. The patient¿s wife though he was asleep and after a while, she realized something was wrong and called emergency medical services (ems). When the paramedics arrived, they checked the patient¿s blood sugar and it was 550mg/dl while the cgm was showing 360mg/dl. The paramedics transported the patient to the hospital where he stayed in the intensive care unit (ICU) for 2 days. The patient was treated with intravenous (IV) therapy of fluids and an insulin drip. The patient was released from the hospital on (B)(6) 2018. At the time of contact, the patient as at home recovering. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.